Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a repeat cable winder failure. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine control, the cardiosave intra-aortic balloon pump (iabp) unit had a repeat cable winder failure.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the retractable cable was blocked in the roller. The fse repositioned the cable on. The iabp was returned to the customer.

Event description:
N/a.